Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the physician planned to implant a dual-chamber pacemaker. The ventricular lead was implanted and the threshold measurements were tested. It was noted that the ventricular lead thresholds were high and the lead was explanted and replaced. Upon implanting the atrial lead, both the atrial and ventricular leads exhibited no sensing. The ventricular lead was replaced and the atrial lead was explanted. The physician elected not to implant an atrial lead and implanted a single chamber pacemaker instead. No patient complications have been reported as a result of this event.